Event description:
The medical center in japan placed an impella cp to support a patient suffering from cardiogenic shock in the cardiac catheterization lab. The team also had ECMO placed for support. The team made the observation that the vascular path of the patient was complicated due to peripheral arterial disease and tortuosity. The impella placement was noted to be the cause of a vessel damage. The vessel damage was treated by infusion of blood products.

Manufacturer narrative:
The investigation into the access site bleeding and presumed vascular damage from the impella access is on-going at this time. The medical center in japan has not returned the product nor answered all clinical questions. Should more information be shared that leads to a root cause, a final report will be filed.